Event description:
It is reported that the pt was revised due to loosening of the cup. It was noted that there was a lack of bone ingrowth.

Manufacturer narrative:
This report will be amended when our investigation is complete.